Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient's implantable infusion pump for intractable spasticity. It was reported on (B)(6) 2016, that the patient showed signs of infection on (B)(6) 2016. The patient's pocket site was red and irritated. The pump was explanted, but the catheter broke apart and segments were left in the patient (see manufacturer's report (B)(4). The patient's medications were unknown. The patient's status was unknown.

Event description:
Refer to manufacturer report 3004209178-2016-21431 for event pertaining to the catheter broke apart and segments were left in the patient. It was indicated that there was not a manufacturer's representative present at the pump removal per surgeon request. It was reported on (B)(6) 2016 that the patient was then being managed on oral baclofen therapy and other agents to control her spasticity following the explant. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The infection was being treated but the hcp stated they cannot guarantee the infection would clear up because of the catheter piece that was left in the body and there was a risk of meningitis per the consumer. The consumer also stated that they told her that the patient would always be susceptible to infections for the rest of her life because of the event.

Manufacturer narrative:
The original regulatory report was dated (B)(6) 2016. However, the correct date would've been (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.